Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the video disk was faulty. The field engineer noted that the system displayed a "video disk (cine disk) not available" error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.